Manufacturer narrative:
(B)(4). The rx vision 3.0 x 15 mm mentioned is being filed under a separate manufacturer report number. There was no reported device malfunction and the product was not returned. The reported dissection is listed in the vision instructions for use (IFU) as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that after implantation of a 3.0x15mm vision stent in the heavily tortuous, mid right coronary artery (rca), heavily calcified lesion, a dissection occurred. The dissection was treated with a 2.75x18mm vision stent. After second stent implantation, a spiral dissection occurred and was successfully treated with 2.75x12mm and 2.75x15mm vision stents, completing the procedure. There was no additional information provided.